Event description:
It was reported that this implantable device showed an error code 1010 upon interrogation. Technical services (ts) discussed it indicates there are inconsistencies in the stored therapy history, however, as the model and serial number of the device is not known and the device data has not been sent for review, it is difficult to confirm the cause of the error code. Further information was requested. Additional information was provided. It was mentioned the patient is elderly and living in a nursery home relying on a wheelchair to move. The clinic is planning to perform an in-person follow-up, after which the device will most likely be replaced due to a combination of the patient situation such as immobility and the remaining battery of the device as it is more than 11 years old. The model and serial number of the device was provided. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable device showed an error code 1010 upon interrogation. Technical services (ts) discussed it indicates there are inconsistencies in the stored therapy history, however, as the model and serial number of the device is not known and the device data has not been sent for review, it is difficult to confirm the cause of the error code. Further information was requested. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable device showed an error code 1010 upon interrogation. Technical services (ts) discussed it indicates there are inconsistencies in the stored therapy history, however, as the model and serial number of the device is not known and the device data has not been sent for review, it is difficult to confirm the cause of the error code. Further information was requested. Additional information was provided. It was mentioned the patient is elderly and living in a nursery home relying on a wheelchair to move. The clinic is planning to perform an in-person follow-up, after which the device will most likely be replaced due to a combination of the patient situation such as immobility and the remaining battery of the device as it is more than 11 years old. The model and serial number of the device was provided. The device was explanted and returned for analysis. No additional adverse patient effects were reported.